Event description:
Reportable based on device analysis completed on 29nov2023. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, it was noted that the contrast agent was leaking. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure. However, device analysis revealed that a longitudinal tear was identified in the balloon material.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 8mm in length and was located in the distal balloon sleeve region of the balloon. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination of the shaft identified no issues. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.